Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that post implant the patient had redness and soreness at the pump pocket site. The surgeon scheduled explant for (B)(6) 2020 as he believed the wound was infected. The patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Updated to reflect the information received on 2020-apr-22. Method code updated to reflect the information received on 2020-apr-22. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2020-apr-22 from a healthcare provider (hcp). The hcp inquired about disposal of the explanted pump. No request to do analysis on the pump had been made and as such the manufacturer was not requesting the pump to be returned. The hcp indicated that the pump could be disposed of at the facility. No further complications were reported.